Event description:
The pt originally had an artificial urinary sphincter system with tandem cuff placement. It was reported the pt experienced recurring incontinence and had one cuff replaced. Additional info was requested, but not provided.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.